Manufacturer narrative:
A review of the device history record for this lot has been performed. The device history record review showed that the product had met all defined acceptance criteria inspections during the production process. The customer provided a photograph of the pouch and the lot code was confirmed. However, no sample was returned with this complaint so product examination was not possible and the reported condition could not be confirmed. If a sample is received at a later date this complaint will be reopened for investigation. A possible root cause of the product sparking could be a poor crimp of the wire ring terminal to the electrode pad. It is important to note that functional testing is performed on samples collected throughout the production of each order. These tests are destructive and are used to monitor the quality and performance of the product to ensure all product requirements are met prior to release. There have been no design changes to this product within the past year that would contribute to any increased probability for the complaint issue. Since this complaint is unconfirmed and no complaint trend exists, no further corrective action is required at this time. This complaint will be recorded for tracking and trending purposes.

Manufacturer narrative:
Submit date: 08/26/2015. An investigation is currently under way; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 08/24/2015 that a customer had an issue with an electrode. The customer states the defib pads were attached to the patient and it was described that a spark was ignited once the defib machine was discharged. It was described to have occurred at the pad and patient interface. The patient was assessed and found to have a slight reddened area at the site.